Event description:
The moxy laser fiber used at 180 watts. The fiber stopped working mid case. Replaced with another. No harm to patient. Quality dept. At manufacturer was contacted regarding availability of the failed laser fiber for their inspection and they declined having us send it to them for inspection.